Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please provide more details about ¿sticker peeled off before the package was opened.¿ did it compromise the device sterility? Was any issue preventing proper identification of the product? If other, please specify please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." "The sticker which peeled off was a sticker with the product code, batch number and expiration date." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, sticker peeled off before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.